Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced due to the device being inoperable. Reportedly, effective therapy was obtained postoperatively.

Event description:
Follow-up identified the patient¿s ipg became inoperable after they stopped recharging the device due to suffering a stroke in late 2017.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced due to the device being inoperable. Reportedly, effective therapy was obtained postoperatively.